Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port insertion the peel-away sheath would not peel. The procedure was completed using another manufacturer's peel-away sheath. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the bd pi tempe lab on 10/10/2018 and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port insertion the peel-away sheath would not peel. The procedure was completed using another manufacturer's peel-away sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one air guard introducer sheath from a ti powerport isp with 8f polyurethane catheter kit was returned. A visual inspection was performed. The sheath had split evenly throughout the ptfe region and also showed a proper split in the plastic portion. However, the silicone valve has split unevenly. A large portion of the silicon valve was noted to be attached to one side of the t-handle which was also noted with a broken handle. The other t-handle side was noted with material cracks to the white plastic handle. Therefore, the investigation is confirmed for improper peel of the introducer sheath. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during port insertion the peel-away sheath would not peel. The procedure was completed using another manufacturer's peel-away sheath. There was no reported patient injury.